Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error code and had reached end of life (eol) status. This s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported.